Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Facility telephone and email not available for reporting. Initial reporter is synthes sales consultant. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, the expandable corpectomy device (ecd) cage would not easily detach from the holding and distraction instrument for ecd in situ. As a result, the cage was removed several times in order to check and reinsert the device. At one point, extra burring was undertaken to open the channel in which the holding and distraction instrument prongs were situated in order to ensure there was no impingement. The extra burring did not resolve the issue. The cage was removed from and reattached to the holding and distraction instrument outside of the patient and seemed to work as expected. However, the button was pulled back to release the holding portion as described in the technique but would not detach in situ. This report is for one (1) holding and distraction instrument for ecd. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 397.127. Lot: l569594 . Manufacturing site: haegendorf. Release to warehouse date: 12. Sep. 2017 . The device history record shows this lot of 6 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all functional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The holding+distraction instrument for ecd was forwarded to the manufacturing site. There a function test has been performed. During the test a implant was attached and detached without any issues. The unlocking sleeve is laser marked with ¿unlock¿. When the sleeve is activated, in direction of the laser marked arrow, the two prongs can be pushed together, and the implant can be released. In addition a re-inspection with the minimum/maximum gauge was made and the holding+distraction instrument was functional as required. The complained malfunction could not be reproduced with the received instrument. Based on the provided information and without the involved implant it is not possible to determine the cause of the complained malfunction. At this point a functional issue with the instrument can be excluded. Therefore the complaint is unconfirmed for the holding+distraction instrument. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.